Event description:
Baxter products surveillance received notification from baxter that a minicap disengaged from the minicap transfer set on 10/20/2006. A bathc review of lot of 06f21h15 was conducted by the manufacturing plant and no issues were observed relating to the nature of this complaint. An active investigation into this incident is in progress.

Manufacturer narrative:
Baxter's product surveillance department is pursuing additional information regarding this incident. A follow up report will be submitted when additional information is received.